Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One nanotite tapered certain implant (nint413) was returned for investigation. Visual inspection of the as returned product identified minor signs of wear around the external threads due to usage. The implant was in good condition. Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, it was determined that the product met design specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A device malfunction was not found during evaluation. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. D4: (B)(4). G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's age: unknown. Patient's weight: unknown. Event date: not unknown. Reporter's email: unknown.

Event description:
It was reported that the patient experienced bone loss. As a result, the implant (nint413) had to be removed. Tooth location 5.